Event description:
Per the clinic, the patient elected to have the fixture and abutment removed due to repeated skin overgrowth on the abutment and minimal benefit from the device. In 2008 (specific date unknown) surgery was performed to remove the skin overgrowth. The device was explanted on (B)(6) 2010.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 256 mg/dl and 116 mg/dl; 428 mg/dl and 105 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device is not available for analysis.(B)(4): device not available for analysis.